Event description:
During coronary angioplasty and stenting of rca saphenous vein graft, a coronary balloon became stuck on a previously placed proximal stent and initially would not deflate. After several attempts, the balloon deflated but, dissection was noted which required further stenting. This was successful and the pt left the cath lab in stable condition.